Manufacturer narrative:
(B)(4).

Event description:
It was reported "after initiation of pumping, the pump was showing repeated healium loss 3 alarms. Additional information states that the iab catheter was removed and replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine.

Manufacturer narrative:
(B)(4). The serial number recorded on the complaint report matches the serial number on the returned sample. Returned for investigation was a 40cc 8.0fr fiberoptix ultra (sc) intra-aortic balloon catheter (iabc) with the original packaging label that matches the serial number of the returned sample. The sample was returned in the ups shipping box and was in a sealed bio-hazard bag. Upon return, the supplied teflon sheath was noted on the iabc. The one-way valve was connected and tethered to the short driveline tubing. The iabc bladder was fully unwrapped. Dried blood was noted on the exte-rior surfaces of the returned iabc. No obvious blood was noted within the helium pathway. No other visual damage or abnormalities were noted to the returned sample. The fos (sc) connector was examined. The fos white connector was properly seated in the blue clamshell housing. The center post of the fos was centered. The blue clamshell housing was examined, and no abnormalities were noted. The customer submitted photos were reviewed. The photo shows the iabc bifurcate area with the serial number label. The serial number identified in the photo matches the serial num-ber reported on the complaint report and returned sample. The photo shows the iabc bladder was noted withdrawn through the teflon sheath and the sheath was noted on the iabc bladder mem-brane, which indicates the iabc was not removed from the patient correctly per the instructions for use (IFU). As a result, an in-service has been requested to review the instructions for use (IFU) with the customer. The instructions for use (IFU) states: "do not remove arrow iab through hemostasis sheath introducer or hemostasis device. Once unwrapped (unfurled), balloon profile will not allow passage through the sheath and attempted removal in this manner may result in arterial tearing, dis-section or balloon damage." Least 1 minute according to quality system document. The fos (sc) connector was connected to the iabp and the iabp zeroed the iabc. The pump status displayed "ok" indicating the fiber is fully intact. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested in ac-cordance with testing methods from manufacturing procedure. An external leak was immediately detected from the bifurcate around the fos adhesive. Upon microscopic inspection, an external leak occurred from the fos adhesive bond at the bifurcate consistent with showing a void. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the reported lot num-ber. Two nonconformances were initiated for the catheter assembly for 40cc lws us (sc), for "missing cure stop (lws)" and "wrong cannula size (lws)" respectively; the lot was released per procedure. This nonconformance is not relevant to the reported complaint. The device passed all manufacturing specifications prior to release. The reported complaint for "failed leak test" is confirmed. During the investigation, an external heli-um leak was confirmed from the iabc bifurcate fos adhesive, which caused the reported com-plaint. Unrelated to the reported complaint, the returned iabc bladder was found withdrawn through the teflon sheath. This indicates the user did not follow the instructions for use (IFU) and could re-sult in damage to the device. As a result, an in-service has been requested to review the IFU with the customer. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the leak at the bifurcate fos adhesive. The probable root cause of the bifurcate fos adhesive leak is manufacturing related. A corrective and preventive action (CAPA) has been initiated to address the issue.

Event description:
It was reported "after initiation of pumping, the pump was showing repeated healium loss 3 alarms. Additional information states that the iab catheter was removed and replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine.